Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was between 85-92 mg/dl. Customer declined follow up from tandem technical support to ensure back-up insulin therapy was obtained.